Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move without resistance in both longitudinal and lateral directions (free float). The problem was observed during setup. There was no injury reported. This situation could not contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a plastic cap in the pedal assembly that kept the pedal in an activated mode, resulting in the table float even when the pedal was released. The fe removed a plastic cap from the pedals and verified that the table locks were working as expected.